Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician inserted the right ventricular (rv) lead through the introducer sheath via the right axillary vein. The physician pulled the lead back and noticed tension. Upon visual inspection of the lead, it appeared the lead had become damaged near the proximal portion of the superior vena cava (svc) defibrillation coil as it passed backwards through the introducer sheath valve. The lead was not implanted and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the exposed superior vena cava defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.